Event description:
International customer reports that a needle broke during an orthopedic procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.